Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified no additional complaints for this manufactured lot.

Event description:
T1 was removed from the patient. A backup device was available to complete the procedure. Procedure delay was less than 30 minutes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported t2 did not deploy during surgery. No patient injuries were reported.